Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level and the insulin pump was under delivering. Customer stated that in the morning he goes low to 58 mg/dl and treated with food and at night he gets to 256mg/dl to 415 mg/dl treated with the pump. Customer¿s current blood glucose value was 57 mg/dl. Customer did not want to continue with the troubleshooting. Insulin pump will not be returned for analysis.